Event description:
A family member reported that the customer's insulin pump was falling apart at one of the seams, and that they physically pushed it back together but dirt was getting inside of it. The family member also reported that the customer went swimming while wearing the insulin pump a few months previously. It was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. The insulin pump had moisture damage on electronics.